Event description:
A customer reported to beckman coulter inc. (Bci) of some low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The customer did not know of any specific amended report. The customer sent a general message to the physicians that some sodium results may be low, and to have any questionably low results repeated. The patient results provided by the customer are shown. The customer had not received any reports from physicians of impact to patient care. A separate report 2050012-2010-01531 was submitted for the malfunction portion of the event.

Manufacturer narrative:
Qc charts provided by the customer show increased imprecision at the time of the event. Service has been initiated.